Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter was reading inaccurately control high. The pt obtained control solution readings of 7.5 mmol/l, 7.6 mmol/l, and 7.2 mmol/l for a specified range of 5.2 through 7.1 mmol/l. The pt did not experience any symptoms at the time of concern. She contacted her nurse regarding the high control solution reading and was advised to contact lfs. No treatment was provided. The customer service rep walked the pt through two consecutive control solution tests which fell outside specs. The pt neither alleged harm nor experienced injury or medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.